Event description:
It was reported that there was no increase in pressure/flow when activating the handpiece since installation of a new shaver console ar-8305. There was no harm for patient, operator or third party reported. No further information received. Update avoe 18-mar-2024 it was further reported that the error occurred during a shoulder arthroscopy. There was an increase in pressure/flow, but this did not switch back to normal after deactivating the handpiece. This error only occurred sporadically. According to the surgeon no harm for patient, operator or third party occurred. The only drawback was poor visibility due to the lack of suction on the dualwave's blue tube. Ar-6420 was used with the pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was returned for evaluation. Visual evaluation noted that the warranty seal was broken and that the device had cracks on the top housing panel near the latches of the device. The most likely cause for the broken warranty seal failure can be attributed to misuse due to a user modification. The most likely cause for the cracks on the housing can be attributed to misuse due to mishandling. The returned device was assembled with an ar-6410 lot# 73988853 and an ar-6430 lot# 69910382 pump tubing and connected to a known good ar-8305 shaver console to replicate the conditions of the case in which the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine, and the shaver handpiece was activated. The pressure of the ar-6480 arthroscopy pump increased by 10 and returned back to normal after deactivating the handpiece. This behavior is expected¿no problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. No problem found. Refer to investigation photos.